Manufacturer narrative:
The pod was received deployed. All battery voltages were measured to be below the expected. An external power source was used to download the data. The pod generated an 0x34 alarm, indicating a processor reset for unknown reason. A slight increase in pulse widths was observed towards the end of the pod's run, however the they did not reach timeout values and no drive stalls were observed. Fluid flowed freely through the complete fluid path, initially. A leak test was done by clamping the distal tip of the soft cannula and rotating the ratchet gear while observing for any internal or external tears or leaks in the fluid path. An internal leak was found. The distance from the nail head to the internal tear is 0.2255 inches. The corrosion found on the top and bottom housing, pcb assembly, and batteries can be attributed to the internal leak. The shelf mode current measured above the specification limit this can be associated to the corrosion found on the pcb assembly. The bottom battery seal was not continuous this can be attributed to the corrosion found on the battery. No other damages or manufacturing deficiencies were found that would result in failure to deliver insulin. Inspection of the pod found one of the ratchet retainer pins to be dislodged, indicating it was incorrectly installed. The incorrect installation is not associated with insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 432 mg/dl. The pod was worn less than an hour on the arm. Hyperglycemia treated with a new pod.